Event description:
The following info concerning the event was copied by a carefusion tech support specialist from an e-mail from the foreign distributor. "The gas failure alarm intermittently doesn't work and the right hand flowmeter is very stiff at flows under 0.6 liters, making it difficult to set flows less than 0.6 lpm accurately and to shut off the flow completely. When the gas supply is either fully disconnected or dropped to 30 psi from 50 psi, there is no alarm immediately, sometimes it takes a few minutes to alarm; the alarm should be immediate. The fault appears to be the alarm bypass assembly, p/no (B)(4), itself as there is gas coming from the bypass immediately that the gas is disconnected but there is no immediate alarm."

Manufacturer narrative:
The foreign distributor did not submit a user facility/importer report to the MFR. (B)(4). Carefusion issued a return goods authorization (rga) number to (B)(4) (foreign distributor) for the return of the alleged faulty microblender for evaluation. As of (B)(4) 2012, the alleged faulty microblender has not been received by carefusion. Once the microblender has been received and the evaluation completed, a follow-up medwatch report will be submitted.